Event description:
Instruments are broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms the observation of tip breakage. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Because there have now been failures reported involving the improved design, an additional preliminary risk assessment, dva-107766-pra was initiated in january 2013. The preliminary risk assessment concluded there was no additional or new patient harm associated with the devices. The occurrence rate has been reduced due to the design change and there is no trend to exhibit a higher patient risk with the old design. The pra investigation found no information that would change the conclusion of the previous hhe. Subsequent complaints will be monitored under sep 419 post market surveillance. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.